Event description:
It was reported that during two surgeries within the last few months, the device's cap covering the co2 monitoring port was loose and became detached. No patient sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.